Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intermenstrual bleeding, post coital bleeding, iron deficiency anemia, adenomyosis uteri, uterine fibroid, uterine pain, pap smear abnormal, multi gravida, parity 4, abnormal uterine bleeding, paratubal cyst, endometriosis of uterus and ovarian cyst. Previously administered products included for an unreported indication: iron. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 1997 for migraine as well as sumatriptan since 2016. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain") and arthralgia ("joint aches") and was found to have weight increased ("weight gain /loss, specify which one: weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomies, cytoscopy, vaginoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, headache, migraine, anxiety, depression, acne, weight increased, dysgeusia, feeling abnormal, mood swings, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, autoimmune thyroiditis, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6)2011. Right: 3 coils remained visible. Left: 1 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-nov-2021: medical record received. Case become serious incident. Reporter information, patient medical history and essure removal details added. Surgery added for event pelvic pain. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvis pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intermenstrual bleeding, post coital bleeding, iron deficiency anemia, adenomyosis uteri, uterine fibroid, uterine pain, pap smear abnormal, multi gravida, parity 4, abnormal uterine bleeding, paratubal cyst, endometriosis of uterus and ovarian cyst. Previously administered products included for an unreported indication: iron. Concurrent conditions included morbid obesity. Concomitant products included ibuprofen (motrin) since 1997 for migraine as well as sumatriptan since 2016. In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and migraine ("migraines"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), acne ("rashes or skin conditions type: acne"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In 2015, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdomen pain"), back pain ("back pain") and arthralgia ("joint aches") and was found to have weight increased ("weight gain /loss, specify which one: weight gain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomies, cytoscopy, vaginoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, heavy menstrual bleeding, vaginal haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, alopecia, headache, migraine, anxiety, depression, acne, weight increased, dysgeusia, feeling abnormal, mood swings, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, acne, alopecia, anxiety, arthralgia, autoimmune thyroiditis, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2011. Right: 3 coils remained visible. Left: 1 coils remained visible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2021: pathologic diagnosis: 1. "Paratubal cyst", left, excision: - consistent with para tubal cyst 2. Uterus, cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - proliferative endometrium. - leiomyomata, up to 1.4 cm. - unremarkable cervix -unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.